Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, x-ray imaging revealed that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced in order to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.